Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and she is unable to clear it. Customer's blood glucose was unknown. Customer is not returning the device due to her having a new insulin pump. Customer stated she was having issues with the device.